Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The patient needs their stimulator checked because it is not holding a charge. An email was sent to the patient asking them to call patient services for assistance. There were no patient symptoms reported and no complications reported.